Event description:
"Not cutting evenly, cutting up skin." Additional information was provided on (B)(6) 2014. The operating room nurse said the blade was difficult to load. The surgical tech "pushed it in place." Once the blade was loaded, the doctor was able to get a corner of skin from the donor site thigh which tore the skin. A second graft was taken with a spare device which functioned properly. There was no delay in surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.